Manufacturer narrative:
Telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye due to symptoms of glare at night and starburst which were disabling to the patient. The symptoms started about 1-week post-op. The patient waited one-month post operation trying to adapt and see if the glare/starbursts improved to tolerable level. The patient is happy with the distance and near vison, but the night glare/starbursts were disabling; therefore, the patient elected to have an iol exchange. The patient is happy with the distance only on the other eye with monofocal toric lens. It was noted that the issues were observed during post-op examination. There was no vitrectomy performed, and no incision enlargement or sutures required. No delay in the procedure was reported. The patient has a prior history of radial keratotomy (r.k.) Surgery in1990's. No further information was provided. Visual acuity pre-op: 20/30. Visual acuity post-op: 20/25 distance/j3 near.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: (B)(6) 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the lens was received at the manufacturing site for evaluation. The lens was cleaned and visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Manufacturing records review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that two additional complaints were received for this production order number; however, no product quality deficiency was identified on either of the cases. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.